Event description:
It was reported that the patient had a prophylactic generator replacement. The generator was discarded. No additional information has been received to date.

Event description:
It was reported that a patient was experiencing an increase in seizures. She has had a total of 6 seizures in the past 3 months which is quite unusual for her. The physician thought that the increase may be associated with generator battery depletion and referred her for replacement. Her medication dosage was also increased. No surgical intervention has occurred to date. No additional information has been received to date.